Event description:
The company was informed that the pt has experienced a decrease in performance. Programming adjustments have been made, however that has not resolved the issue. The pt's device was explanted.